Manufacturer narrative:
Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported by the doctor that the iunihg screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number #: (B)(4). One osseotite implant was returned for inspection. The implant shows large signs of wear at the top portion, and the threaded region is destroyed. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and two related complaints for this product lot was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which was detected following a loss of integration case. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.